Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the buttons were stuck. The customer's blood glucose was 13.4 mmol/l at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The insulin pump will be returned for analysis.